Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00031.

Event description:
It was reported that the threads of a closure top fractured within the extender sleeve during surgery, reportedly due to a thread problem on the sleeve. The procedure was completed with an alternative closure top and the same sleeve. There were no reports of patient impacts associated with this event. This is report one of two for this event.